Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer's blood glucose level was reported to be 220 mg/dl. It was indicated that the customer reverted to a back up pump. However, the customer stated that the back up pump is not helping to manage blood glucose.